Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved an unspecified chemolock device that was reported to have cracked the port through the top thread of the smartez pump as soon as it was attempted to be luer locked to it. The chemolock leaked when the technician tried to push in the 5fu and it sprayed onto the technician. An occasional issue with their smartez pumps leaking was reported at (B)(6) hospital and (B)(6) hospital. There was no report of harm.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing a chemolock port attached to the female inlet port of a smartez pump. The female luer of the smartez pump was confirmed to have an axial crack that is typical of environmental stress during use. The smartez pump not an ICU medical product. There did not appear to be any defect visible with the chemolock port. No DHR lot review was conducted because no lot number(s) was/were identified.